Manufacturer narrative:
Product complaint#: (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you please provide the lot number? Unk. Where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier? Unk. Please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? What was the texture? Unk. Are there any photos of the foreign matter available? No, have. Was the product seal on the foil still intact when the package was opened? Unk. Will the device be returned for evaluation? If yes please return all relevant packaging material? Unk. Was the procedure completed without any adverse effect to the patient? Unk, maybe yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 suture was used. During surgery, it was found that there was dirt on the needle. It was not a control release needle. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested.